Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was the caller stated that the unit isn't working right now. The caller said that the patient is not feeling the tingle of the unit when they are in bed or sitting in a chair when they have to go to the bathroom. The caller mentioned that the healthcare provider had them turn the device off for 2 weeks and then turn it back on, but it is still not where it was and the doctor suggested that perhaps the leads need to be moved. Agent walked caller through changing programs. Caller was able to successfully change programs and increase stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they device was not turned off prior the surgery because the patient was not aware it had to be turned off prior to surgery. After this, the interstim device stopped working as indicated.

Event description:
Additional information was received from the patient (pt). They reported that the patient has an appointment with the urologist on (B)(6) 2026. It was reported the issue was not yet resolved. They will work with the urologist's office to reconfigure the device. They did it once with them on (B)(6) 2025 and it did improve. It seems to need another tweak. See related pe 708824933: infection 708824988: awful smell coming from the wound 708824553 hernia protruding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they device was not turned off prior the surgery because the patient was not aware it had to be turned off prior to surgery. After this, the interstim device stopped working as indicated. The patient noticed the device was not as effective as in the first 2 weeks after implant. The patient called the urologist to inform her that interstim was no longer working. Appointment set up with (B)(6) 2025. When communicator is held close to implant, the neurostimulator temporarily restarts but does not maintain working function consistently and is not as effective as when it was first implanted. Pe (B)(4): infection (B)(4): awful smell coming from the wound (B)(4) hernia protruding.